Event description:
It is reported that the pt had auditory sensation only on electrode channels 1, 2 and 3. The pt had a fall after his surgery whilst he went to the bathroom, but reportedly the pt did not hit his head. The pt has felt dizzy since the surgery and over the last 2 weeks has experienced headaches. As per add'l info received, the clinic is considering to explant the pt, but a date has not been scheduled yet.

Manufacturer narrative:
Device investigation did not reveal any device defect. This finding was expected, because according to information received, post-operative diagnostic imaging showed that the electrode was partially out of cochlea, most likely due to a pre-existing anatomical condition (i.e. Combined vestibule-cochlear malformations), which might also explain the reported symptoms. The patient was re-implanting with a device with a different electrode array configuration, achieving a full insertion. Therefore, it can be assumed that an inadequate electrode selection was made during the initial implantation. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
Further information received on 10/27/2014 stated that diagnostic imaging showed at least 5 extra-cochlear electrode channels. The patient was re-implanted on (B)(6) 2015, with a device with a different electrode array configuration, achieving a full insertion.

Manufacturer narrative:
Additional information: according to currently available information, testing in situ is indicative of a functional device. Based on information received, post-operative diagnostic imaging showed that the electrode was partially out of cochlea, most likely due to a pre-existing anatomical condition (ie combined vestibule-cochlear malformations), which might also explain the reported symptoms. The clinic plans to reimplant the patient with a different electrode type. Therefore, it is assumed that an adequate electrode selection was made during the initial implantation. Since no date for surgery has been scheduled yet, the complaint will be further investigated as and when the patient undergoes surgery.

Event description:
Further information received on (B)(6) 2014 stated that diagnostic imaging showed at least 5 extra-cochlear electrode channels. Reimplantation is considered but not scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.